Manufacturer narrative:
Vyaire medical file identification: (B)(4). It was determined that the root cause of the issue was a user error/user fault. Blower overheating due to lack of maintenance/filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Alarm 241-blower temp high was triggered 75 times between 15/06 and 30/11. Alarm 240_blowertemp too high was triggered 10 times between 15/06 and 27/11. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has alarm 316-blower failure. There was no patient is involvement reported from this event.